Event description:
Consumer reported she had pain and wanted to use ace hot/cold compression wrap on her neck. After it was heated in the microwave for 30 seconds, wrap was leaking and consumer received a 2nd degree burn on her skin on the inside of the forearm. Consumer called a nurse who advised her to clean the wound and to use aloe vera and burn ointment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.